Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported the patient presented to ER in complete heart block. It was also reported there was an increase in lead pacing thresholds and a lead dislodgement. A temporary lead was inserted until the lead was removed and replaced. No further patient complications were reported as a result of this event.